Event description:
The customer alleges that the ID of the tube is too small and does not fit with fiberoptic and airway exchanger. The alleged issue was detected prior to use.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.